Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient¿s pump was removed in (B)(6) 2015. It was coming through the skin and there was no place to put it. The patient had blood on his t-shirt, looked at the area, and saw blood and a shiny object protruding from the right side of his stomach. The patient had no change in therapy and no other symptoms. The circumstance that led to the pump coming through the skin was noted as ¿loss of weight¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.